Event description:
Customer reported bubble in the pump segment during an infusion of vasopressin. Customer stated "the pump alarmed and when the nurse opened the door, she found the bubble. This occurred in our heart and vascular ICU on a pt requiring vasopressors. In fact, the medication was vasopressin. The nurse had to then run for a new bag and tubing while the pt had no medication infusing to support their blood pressure." No pt harm was reported and no medical intervention occurred. No further pt/event info was provided by the customer.

Manufacturer narrative:
(B)(4). Conclusion: no available code for undetermined or unk cause. No product received greater than 60 days. The customer complaint of ballooned segment was confirmed per picture received by customer. The ballooned segment was noted on the silicone tubing near the upper fitment. The root cause of this failure was not identified.